Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the nozzle has foreign material. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the customer's allegation and the reportable issue found during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was dirty. The issue was found during reprocessing. There were no reports of patient involvement.